Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2018 and barbed suture was used. The suture detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient.